Event description:
It was observed that during the device evaluation, the video system center exhibited scope communication error (e226) and fibrous foreign matter adhered to the inside of the video connector receptacle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "scope communication error (e226)" is traced to component failure and for the malfunction "fibrous foreign matter adhered to the inside of the video connector receptacle" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.